Manufacturer narrative:
The device has been received but not yet evaluated. Once the investigation is complete a supplemental report will be submitted. Manufacturer reference #: (B)(4).

Event description:
It was reported on 05/04/2026, that dr. (B)(6). Returned a silent nite sleep device which was broken. Additional information received reported that when the 42-year-old, male patient woke up on (B)(6) 2026, he noticed that the anchor was broken. The patient did not suffer any injury or adverse event and did not require medical intervention. The patient stopped using the device the day it broke. It was reported that this is the second device that was damaged for this patient.